Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced ventricular fibrillation (vf). During a pulse field ablation (pfa) procedure a farawave catheter was used. The patient went into vf immediately after ablation was performed near the bottom of the right inferior pulmonary vein (ripv). External direct current (dc) cardioversion was performed which stopped the vf. Pfa was completed followed by post-mapping to complete the procedure. The device is not expected to be returned for analysis.